Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7074792.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was done but was unsuccessful. The physician tried multiple locations in an attempt to add a lead percutaneously without making an incision. However, due to scar tissue inside the epidural space, the procedure was unsuccessful. The patient was doing well postoperatively. Nothing was explanted.